Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information received revealed that there was no vitrectomy or suture required. The replacement lens was a different model of a higher diopter. Patient was fine when discharged. Visual acuity post-op (post-replacement): 20/40. Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the wrong power of intraocular lens (iol) was inserted in patient eye due to post operative refraction. The iol was removed and inserted with 2degree iol. There was no vitrectomy, no incision enlargement and no sutures performed. Visual acuity pre-operative 20/50. Visual acuity post-op: 20/100. No other information provided.